Event description:
Ambulance personnel attempted to use the device to administer defibrillation therapy to a patient diagnosed in cardiac arrest. The operator was allegedly unable to deliver energy to the patient using disposable defibrillation electrodes. The patient's ECG was subsequently monitored using a patient cable and ECG monitoring electrodes. The patient was diagnosed to be in a non shockable rhythm. The patient was not resuscitated.